Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-09, information was received from a healthcare provider (hcp) via a company representative regarding a male patient who was receiving baclofen ¿2000 at 1101.5¿ (type, units and lot number unknown) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient¿s medical history and concomitant medications were unknown. On an unknown date, the patient experienced increased spasticity with no other withdrawal symptoms. The catheter integrity was in question. The healthcare provider (hcp) tried to perform a dye study and was unable to ¿amperage,¿ so the dye study was not done. A catheter revision was done. The patient¿s status was reported as ¿alive ¿ with injury.¿ they did not know the history of the patient or what led to the event. As of (B)(6) 2016, it was unknown if the event resolved. Additional information has been requested regarding the missing drug information, the patient¿s medical history and concomitant medications, the event date and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.